Event description:
It was reported on (B)(6) 2013 that while a surgeon was performing an click x -posterior lumbar fusion procedure on (B)(6) 2103, the click-x transconnector drivers (part 388.31/ lot 4981123) tip broke off (at the very top of the tip) during the final tightening stage of the procedure. The tip was still in the head of the screw and surgeon was not able to retrieve it. There was five minute delay in completing the surgery. The procedure was successfully completed with no harm or injury to the patient. No additional information is available. This report is for 1 instrument, a long small hexagonal screwdriver. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
The device is used for treatment, not diagnosis. Additional information: patient ID # is (B)(6). The device is an instrument, not implanted/explanted. Returned to manufacturer on (B)(4) 2013. Date received by manufacturer (B)(4) 2013. A review of device history records was performed and no issues were found during manufacture that would contribute to the complaint condition. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. Placeholder.

Manufacturer narrative:
The manufacturer evaluation was completed. The device condition was received as: one shaft, long small hexagonal screwdriver was returned for evaluation. There is wear normally associated with use on the surfaces. The hex tip is broken off clean at the transition from the hex flats to shaft tip diameter. The hex tip was not returned for evaluation. It concluded: because the hex tip broke off from the shaft and was not returned for evaluation. The material and hardness tests were performed; they both passed within specifications.